Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a negative hp1 allergy panel result was obtained on a patient sample on an immulite 2000 xpi instrument while a positive result was obtained on the d2 specific allergen. The customer sent the sample for troubleshooting at an alternate lab and also observed a negative hp1 allergy panel result and a positive d2 specific allergen result at the alternate lab on an alternate immulite 2000 xpi instrument. The limitations section of the immulite 2000 3gallergy specific ige universal kit instructions for use (IFU) states: "a definitive clinical diagnosis should not be made solely on the basis of an in vitro allergen-specific ige result. Diagnosis should be made by the physician only after all clinical and laboratory findings have been evaluated." Siemens reviewed the provided information. Per the instructions for use (immulite 2000 3gallergy¿ specific ige universal kit: panel allergen application (pil2kunpd-3, (B)(6) 2018)) the results of hp1 panel of 0.212 and 0.331 iu/ml would be considered "negative" but would indicate "very low " reactivity. See IFU under standard classification. Discrepancies in the panel and the allergen results may be due to a serum specific issue in this particular patient, namely the variations in binding affinities of patient antibodies to the respective allergens. As stated in the IFU: "panel results cannot be compared with results based on testing for individual allergens, nor can they be considered the cumulative total of individual allergen results." Furthermore siemens noticed that the kit status was displayed with "over due". Per the immulite 2000 xpi operator`s guide (11353527 rev. 02, 2022-10), this indicates that the kit adjustment is overdue. Customer is operational. The immulite 2000 3gallergy¿ specific ige universal kit lot 890 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Event description:
Discordant 3gallergy specific ige universal kit results were obtained on a patient sample on an immulite 2000 xpi instrument. A class 0 hp1 (dust panel 1) allergy panel result was obtained while a class I result was obtained on the d2 (dermatophagoides farinae) specific allergen. The negative hp1 result was reported to the physician, who questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant immulite 2000 hp1 and d2 results.